Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1487791, was included in the recall. *correction to section g2: adding user facility and d2: correcting common device name (misreported in initial report)*.

Event description:
Procedure performed: lap chole. Event description: complaint from [institution]. Doctor was performing a lap chole, as he wanted to clip the duct, the applier misfired. He attempted to fire several more times afterwards, but no clips was fired. It was firing blanks. After the procedure was completed with a second ca500, I tested the clip applier and no clips came out until about the 15th actuation. Doctor (B)(6) was performing a lap chole. The clip applier was firing blanks, doctor tried at least 5 times to fire, but no clips came out. Doctor then requested another clip applier. Procedure was completed and no harm was done to the patient. Doctor and I then fired the clip applier when the surgery was done and then discovered, there were clips in the clip applier, but it was shooting blanks, every now and then a clip was fired. Doctor however could not fire and fire and fire to get the duct clipped and that is why she requested a new applier. No harm was done to the patient. He fired the clip applier a few times, when no clips was fired he requested another clip applier. She was using a grasper to skeletonize the duct. Patient status: no harm was done to the patient. Intervention: device replacement.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap chole. Event description: complaint from [institution] dr was performing a lap chole, as he wanted to clip the duct, the applier misfired. He attempted to fire several more times afterwards, but no clips was fired. It was firing blanks. After the procedure was completed with a second ca500, I tested the clip applier and no clips came out until about the 15th actuation. Dr [name redacted] was performing a lap chole. The clip applier was firing blanks, dr tried at least 5 times to fire, but no clips came out. Dr then requested another clip applier. Procedure was completed and no harm was done to the patient. Dr and I then fired the clip applier when the surgery was done and then discovered, there were clips in the clip applier, but it was shooting blanks, every now and then a clip was fired. Dr however could not fire and fire and fire to get the duct clipped and that is why she requested a new applier. No harm was done to the patient. He fired the clip applier a few times, when no clips was fired he requested another clip applier. She was using a grasper to skeletonize the duct. Patient status: no harm was done to the patient intervention: device replacement.